Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Pre-fill reservoir testing was performed and the reservoir passed per specifications. No air bubbles were observed during analysis. The o-rings and stopper groove were checked for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was delivering insulin and his blood glucose was not going down and he noticed the reservoir had several air bubbles. Customer stated that the tubing has no air bubbles and there are no insulin leaks but the reservoir compartment smells like insulin. The insulin pump does not have any cracks. Customer stated that the air bubbles did persist after the set change. Blood glucose value is 178 mg/dl. Nothing further reported.